Event description:
This instrument broke during surgery.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the tip broke off the screwdriver shaft. The device shows moderate signs of wear/usage. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. The clinical/medical team concluded, it was communicated that the procedure was completed without delay using a backup instrument and no subsequent patient injury resulted due to the event. No further medical assessment is warranted at this time. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.